Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced adhesive issue and infusion set tape not sticking event during second day of insertion in the arm on (B)(6) 2026. The infusion set was in use for two days. No further information available.